Manufacturer narrative:
(B)(4). The customer returned one opened PICC kit including a 2-lumen catheter. No signs of use in the form of biological material were observed on the catheter. The catheter was returned severed around the 25 cm marking. The severed portion of the catheter was not returned. A blockage was observed in the proximal extension line at the juncture hub. The proximal line appeared to decrease in diameter in the same area. No other defects or abnormalities were observed. The catheter body measured 26.90 cm, which indicates between 23.42 cm and 23.90 cm of the catheter body was severed per the catheter product drawing. The outer diameter of the catheter body measured .0690", which is within the specification limits of .0660" - 0710" per the catheter body extrusion product drawing. The outer diameter of the proximal extension line measured .096", which is within the specification limits of .093" - .097" per the proximal extension line extrusion product drawing. A lab inventory syringe filled with water was attached to the proximal extension line and flushed. A complete blockage was met; therefore, the line did not flush as intended. The distal extension flushed as intended. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A .018" diameter lab inventory guidewire was advanced into the proximal luer hub. A blockage was met at the juncture hub. The catheter was cross sectioned and revealed a blockage was completely obstructing the proximal lumen. A perpendicular cross section was made to remove the blockage. The blockage measured approximately .042" across. Removal of the blockage revealed a decrease in the diameter of the proximal extension line at the juncture hub. The lab inventory guidewire was reinserted into the proximal lumen. Despite the removal of the blockage, the guidewire could not pass due to the pinching of the proximal extension line. The blockage was sent to ftir testing and matched > 80% to poly (ethyl acrylate). A device history record review was performed and no relevant findings were identified. The report of a blocked extension line was confirmed by complaint investigation. Visual and functional analysis revealed a blockage in the proximal extension line. Cross sectioning and removal of the blockage revealed a decrease in the diameter of the proximal extension line. The blockage was sent to ftir testing and matched > 80% to poly (ethyl acrylate). Based on the customer report and the sample received , manufacturing likely cause or contributed to this issue. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the white line of the line was blocked at the y-junction, preventing even the guide wire from passing through. This situation arose during the procedure, necessitating the insertion of another line". There was no patient harm or injury. The patient's current condition is reported as "discharged from the clinic".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the white line of the line was blocked at the y-junction, preventing even the guide wire from passing through. This situation arose during the procedure, necessitating the insertion of another line". There was no patient harm or injury. The patient's current condition is reported as "discharged from the clinic".